Event description:
It has been reported to philips that the host pc was not starting. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was defective. The host pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon functional testing fse found that the host pc was defective. Fse replaced the host pc and recreated the new license. After replacement and recreated the new license for host pc the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation result code was corrected.